Event description:
Customer's wife reports blood glucose result of hi (>600 mg/dl) and treated customer with insulin based on the reading while using the advantage system. One hour and a half later she retested customer with blood glucose of 357 mg/dl; customer was "acting funny" and "unresponsive". Wife called ambulance and they tested blood glucose with result of 11 mg/dl. No treatment information was provided. No quality control information was provided. A request was made for return of the suspect product and a replacement was sent.